Manufacturer narrative:
One unpackaged ar-9512 revers¿ stem/cup extraction adapter (batch 37622421) was received for investigation. Visual inspection noted: surface wear and discoloration along the body. Chipping on the handle. Damaged/stripped threads. Functional testing was not performed due to damage to the threads. The most likely cause of the reported failure is wear-and-tear damage sustained in the field over time. The device was manufactured in 2024. The complaint allegation is confirmed. Refer to the attached investigation photos.

Event description:
On 11/03/2025, it was reported by a sales representative via (B)(4) that an ar-9512 univers revers¿ stem/cup extraction adapter handle would not thread into the suture cup trial. It was attempted to thread into other suture cups and none worked. This was discovered during an rtsa procedure with no patient harm. The case was completed successfully using another device from a different humeral 2 tray. When compared to the functional inserter, it was found that the complaint device had a smaller diameter at the tip and threads.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.